Event description:
Per provider the capacitor has a short circuit. Per the indepentent repair center statement the capacitor short circuit and pilot valve is leaking. The tie strap 17" on sieve beds is other/defective. The capacitor w/ 8" tie on compressor short circuit. The intake fliter valve on manifold is leaking. The ty wrap on manifold other/defective and the hose clamp 3/8" on manifold other/defective.